Manufacturer narrative:
The valve was sent to the hospital laboratory for testing. Only pieces of leaflet were returned to edwards for evaluation. Customer report of stenosis and regurgitation is unable to be confirmed through visual observations of four returned tissue fragments. What appear to be host tissue overgrowth were visible on some of the tissue fragments. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 3300tfx23mm valve implanted in the aortic position was explanted after an implant duration of two (2) years and eleven (11) months due to aortic stenosis (peak gradient of 105 mmhg and a mean gradient of 54 mmhg) and mild regurgitation. Reportedly, the base and valve showed no pannus, visible defect or calcification. The patient denied having symptoms before admission to the hospital. A non-edwards device was implanted in replacement. The patient was noted as to be recovering after the procedure with stable blood pressure, but atrial fibrillation. The patient was 31-years-old at the time of implant.

Manufacturer narrative:
Updated d4, h4, h6. Corrected g1-g2 and h6 (investigation code). The device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. In this case, a definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.

Manufacturer narrative:
H10 additional narrative: tissue degeneration related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. In this case, a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received notification that this valve model 3300tfx23mm implanted in the aortic position was explanted from a 33-years-old patient after an implant duration of two (2) years and eleven (11) months due to valve degeneration leading to aortic stenosis (peak gradient of 105 mmhg and a mean gradient of 54 mmhg) and mild regurgitation. Reportedly, the base and valve showed no pannus, visible defect or calcification. Per the pathology report, fibrous tissue with mild chronic inflammatory cells infiltration was observed. The patient denied having symptoms before admission to the hospital. A non-edwards device was implanted in replacement. The patient was noted as to be recovering after the procedure with stable blood pressure, but atrial fibrillation.

Manufacturer narrative:
Updated b5, g3, h6 (device code).